Manufacturer narrative:
Exact date unknown, event occurred around (B)(6) 2021.

Event description:
It was reported that the patient was experiencing pain at battery site and that the ipg had difficulty holding its charge. The patient underwent an ipg replacement procedure and was having great coverage postoperatively. The explanted ipg will not be returned.